Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported receiving a minimum fill notification and the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Follow up from tandem technical support was declined and no further information was able to be obtained.